Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. History of ewing's sarcoma.

Event description:
During a site visit it was reported that an under infusion of etoposide (chemo) occurred on the 3 east unit. Etoposide was ordered to infuse 450ml over 1 hour however the device infused slower than expected. The alaris pump used, needed the volume dialed in to complete the ordered dose. The staff raised the pole and bag to help the medication infuse. The total volume infused was 530ml. The pump involved was taken to the biomed for the reported under infusion and it passed rate accuracy testing.